Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose; cracked solder found on the ECG connector and also the rf (radio frequency) head connector. Analysis also found the lower case, the upper hinge plate, and the rear display cover were worn. (B)(4)

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.